Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from an unspecified location. The leak was observed prior to patient use. The device was filled with 0.9% sodium chloride (nacl). There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information b5. B5: as a result of the compounding site¿s sample analysis. Information was received, which verified the leak was a compounding related issue. And not related to the large volume infusor. Therefore, the large volume infusor is no longer considered a suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.